Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was going to be implanted with an impella cp device for mechanical circulatory support. During the placement of the pump, the procedure was aborted as the pump was not able to be advanced beyond the iliac due to the patient's vascular anatomy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.